Event description:
An (B)(4) sales rep reported a serious pt injury when a surgeon was polishing a posterior capsule with a barrett v2 irrigation/aspiration tip, brt-1033-b, straight, capsule polish, 0.3 mm port. The surgeon was required to perform an anterior vitrectomy, place an implanted iol in the sulcus, and close the paracentesis with suture.

Manufacturer narrative:
The returned unit was clean and had no apparent damage when inspected with the naked eye. Inspection at 40x demonstrated that the port is well shaped with no defects. The remainder of the tip is in very good condition and meets final acceptance criteria. There are several small smooth spots in the sand blasted surface but there are no holes or roughened damage.